Manufacturer narrative:
(B)(4). Date sent: 1/12/2021. Event date: unknown; captured as awareness date. Device analysis: due to the condition of the device were unable to duplicate the issue reported. During visual inspection shifting gel under the top layer was observed in both pads. Also, a degraded surface in which a hole was found. This damaged area also has exposed gel. The most likely cause of the damage observed occurred from improper cleaning and disinfecting methods. The pads were not properly rinsed to remove cleaning agent residues or was not allowed to completely dry after cleaning. The user is also instructed to rinse products with clear water to remove any residue from cleaning solutions and to dry the pad. The pad returned will be dispositioned as scrap. The complaint is confirmed as user damage. Photo analysis: this is an evaluation of the picture provided by the account and not of the actual instrument. Image 1 & 2: the images provided by the customer are that of burns marks throughout the lateral aspect of the middle to upper low extremity. No conclusion could be reached as to the root cause of the reported issue. Photo analysis from mso: two online photos from a (B)(6) y/o kid are available for evaluation. According to a user report, photo 1 was taken within 24 hours of post-op but not immediately following the procedure because, at the time of procedure completion, there was no burn injury apparent. Photo 2 was taken several days after the procedure. Photo 1 shows extensive thermal burn patches with megasoft pad surface markers in the patches spreading throughout the lateral aspect of the middle to upper low extremity. The burns appear to be second degree. According to the user during an external rrt call, the kid had a 5-hours laparoscopic surgery. The burn was not immediately detected following the surgery but found more than 10 hours post-op. While it is unknown the cause of the burn, it is less likely that the burn was resulted from mega soft pad and more likely from a chemical burn. Photo 2 shows part of superficial skin peeling from the thermal burn as part of the healing process. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: code of the megasoft (is it on a specific mattress you use or does this occur on multiple mattresses)? Multiple mattresses in the past. What gel support aids are being used and where are these being placed this vairies in each case? In this case there was support under child's side. How are the setting up of the patient and the pad (in which position) and have you noticed that this issue happens with a specific set up or procedure? Varying positions- has happened to patients when prone, supine and in this case lateral. Can you confirm there are no defects with the pads and they are being stored and cleaned in line with IFU? Confirmed being stored and cleaned with clinell. What was the weight of the patient? (B)(6) kg. What was the surgical procedure for this file? Laparoscopic. Was the patient laying on the pad? The patient was laying directly on the mega soft pad. Where is the location of the burn on the body? On his calf, thigh, leg, buttock, and shoulder area. Were there any photos taken? Yes. Photos sent. When was burn identified? At the end of the procedure, the skin was checked and there were no visible issues with his skin anywhere. Then 4-5 hours after surgery, skin irritation/burn was noticed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please confirm what was the severity of the burn? First degree burns are minor burns on the first layer of skin. Second degree burns have two types: superficial partial-thickness burns injure the first and second layers of skin. Deep partial-thickness burns injure deeper skin layers. Third degree burns injure all the skin layers and tissue under the skin. What medical intervention was used to treat the burn? (Such as salve or stitches) are there any anticipated long-term effects from the burn or injury? What is the current patient status? We need the details of how the room was set up (to include if anything was between patient and the pad)? Was the pad on top of the patient? What was the generator setting? Did the generator give any alert signal throughout the procedure? If yes, what were the alert screens? Additional information: it was found that the facility is using clinell green wipes for all of their procedures to clean the mega soft pad after use. These wipes are not approved for the mega soft pad. At this time the facility was not rinsing the pads down after cleaning. Mso did look at the photos and commented that the burns were possibly from a chemical solution. Recommendations moving forward were proper ways to clean and store the mega soft pad. Checking for any damage or tears in pad before use. Only use approved cleaning solutions to clean pad and rinse pad after cleaning. Rep will be going into the facility and checking all pads for damages.

Event description:
It was reported that after an unknown procedure, it was noted that there was a burn on the pad from where the body was in contact with the mattress. Patient impact- burn of patient on the part that the body was touching the megasoft.